Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. The procedure was completed with the original device. Post procedure, the peg tube became dislodged. The device was removed.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2023 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated. Block h6 (impact codes): impact code f19 captures the reportable event of surgical intervention.